Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed error 319 in the logs but was not able to reproduce the it based on the field evaluation. The isi fse replaced the universal surgical manipulator (usm) and set up joint (suj) outer due to error 319. The system was tested and verified as ready for use. Isi has received the usm and suj parts, and failure analysis has completed their investigation. The suj was placed on a test system and no errors were triggered. It was then placed on a pfpt machine and all tests passed. A log review revealed that the errors from the event date lead to communication errors in act. The act pca will be replaced. The root cause was attributed to a component failure. The usm was tested and the reported failure was confirmed and replicated. The unit was tested on an in-house system and failed normal mode as it triggered error 319. The unit also failed the fiber test on the pftp. The clock spring fiber cable was swapped with a new one and the error no longer occurred. The original clockspring fiber cable was replaced, and the error returned. The root cause was attributed to a component failure. No image or procedure video was provided for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. Device expiration date left blank. Product is not implantable. .

Event description:
It was reported that during a da vinci-assisted ureterectomy surgical procedure, a non-recoverable 319 error on arm4 was noted. The customer was power cycling the system at the time the intuitive surgical, inc. (Isi) clinical sales representative (csr) called; the error reoccurred. The system logs confirmed error 319 reported by arm4 axes controller arm (aca) and communication errors between the axes controller tornado (act) and the aca, indicating likely failure of the universal surgical manipulator 4 (usm) or possible failure of the set up joint (suj) distal outer. The isi technical support engineer (tse) recommended disabling arm4. The customer successfully disabled arm4 and continued the procedure using the remaining arms. The isi field service engineer (fse) to follow up. The site was continuing the procedure with no reported injury. Multiple follow-up attempts were completed to request additional information. However, no further details have been received as of the date of this report.